Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (5 mg/ml, 2.001 mg/day), clonidine (1000 mcg/ml, 400.3 mcg/day), hydromorphone (15 mg/ml, 6.004 mg/day) and fentanyl (500 mcg/ml, 200.14 mcg/day) via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) stated that the patient was reporting a critical alarm. The pump was read and logs were checked and it showed multiple motor stalls starting (B)(6) 2021. The pump was currently stalled. The patient did not have an MRI and there was no known magnetic interference for that time period. No patient symptoms or complications were reported.